Event description:
The surgeon implanted a collamer lens model cc4204bf and was removed since the patient had weak eye muscles. The md decided to remove the lens due to the unstable capsule. The facility stated there was no patient injury or a product malfunction. The model and lot numbers of the cartridge and injector are unknown.